Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The getinge field service engineer (fse) has noted the service intervention is pending. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during preventative maintenance (pm)the cs300 intra- aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h6 (component codes), h10. The fse returned evaluated the unit and confirmed the reported issue. The fse determined that the leak was contained within the regulator assembly. To replaced the regulator assembly and began functioning testing. During testing the fse discovered the high pressure transducer on the replacement would not calibrate, ordered additional parts. The fse returned to site and continued with repairs, replaced helium regulator assembly due to initial complaint of helium leak. The fse again began function testing device and discovered the volume cylinder was very sluggish and not actuating properly resulting in an autofill failure. Order for additional parts has been placed and a return visit will be scheduled. The fse returned to site and replaced faulty volume cylinder. While replacing volume cylinder it was discovered that the blood back tubing had been damaged when the helium regulator assembly was replaced. The fse replaced blood back tubing and continued with functionality checks. The fse performed full preventative maintenance (pm), safety, calibration, and functionality checks passed factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of investigation.

Event description:
N/a

Manufacturer narrative:
Additional information poc: (B)(6).

Event description:
N/a.